Event description:
Philips received a complaint on the dfm100 that device failed operational check. There was no patient involvement. Philips received a complaint on the dfm100 that device failed operational check. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Event description:
It was reported the device was unable to pass the quality inspection. No patient involvement reported at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.